Manufacturer narrative:
From the information available the reason for the inflammatory response has not been identified.

Event description:
Patient had acl reconstruction (B)(6)2008. Reported swelling of knee (B)(6)2008. No infection, suspected inflammatory response. Patient prescribed antibiotics. Wound appeared to breakdown. Acl screw explanted (B)(6)2009.